Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 11 months after the dental implant was installed in intraoral region #10 it was verified its nonosseointegration. Immediate load was not executed.